Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from lots 5157570 and 5161802 were visually inspected and no issues were observed relating to needle point integrity as all samples met specifications. In addition, 10 retained samples from lots 5157570 and 5161802 were functionally tested and no issues were observed relating to sleeve function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle point integrity and sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the rubber sleeve of an unspecified number of devices. No adverse impact was reported regarding the patient or user.